Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No malfunction was suspected. The patient was doing well after the procedure. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient¿s ipg was depleting fast and not holding a charge. The patient had a couple of non-device related surgeries and it was not known if electrocautery was used during these procedures. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient¿s ipg was depleting fast and not holding a charge. The patient had a couple of non-device related surgeries and it was not known if electrocautery was used during these procedures. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).